Manufacturer narrative:
The returned device was evaluated. During evaluation the device passed all visual and functional testing. The unit was found to visually and audibly alarm during alarm conditions. All parameters were tested and found to be within normal range. The device was found to be in the (home) mode. In this mode all settings were locked and could not be altered. After setting the unit to (standard) mode all settings were accessible. The unit was determined to be functioning as designed.

Event description:
The customer reported: "not reading correctly, can't clear settings." No patient impact or consequences were reported.